Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A visual examination noted that the stent was partially deployed and the suture thread was wound around the stent. Product analysis confirmed that a restriction was noted during deployment. The cause of this restriction was due to the thread being caught in a crack in the shaft proximal to the exit port.

Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using an ultraflex covered esophageal stent occurred. According to the complainant, when the physician started the deployment of the stent, the suture tangled with the stent and deployment failed. There were no complications and the patient's condition was reported as "good."